Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (300 to over 600 mg/dl) and boluses via the pump were delivered to lower the bg level (approximately 85 mg/dl). The high bg was suspected to be caused by an adjustment made to the pump correction ratio setting by a healthcare provider and the start up of a new medication. The customer was to discuss the high bg levels with the healthcare provider and declined tandem technical support's offer to troubleshoot.